Manufacturer narrative:
The lens was returned dry, in a microcentrifuge vial. There was clear surgical residue/debris on product. Visual inspection found foreign material on lens surface (clear residue) and a tear on haptic. (B)(4).

Manufacturer narrative:
PMA 510(k): product not marketed in the u.s. (B)(4). Endothelium chamber depth (acd) did not meet requirements because anterior endothelium chamber depth is below 3.0mm. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens with a -14.5/+2.5/107 diopter in the patient's left eye (os) on (B)(6)2016. The lens was explanted and exchanged for a shorter lens, 12.1mm vicmo12.1 with a -14.5/+2.5/111 diopter and the exchange resolved the problem. Patient's last visit on (B)(6)2017 had a best corrected visual acuity (bcva) of 20/20.

Manufacturer narrative:
Lens was exchanged due to excessive vaulting. Previous common device name vicmo12.6 is incorrect; corrected data is phakic intraocular lens for common device name. (B)(4).

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -14.5/+2.5/107 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best corrected visual acuity (bcva) was 20/20. (B)(4).